Event description:
New information received stated that the left ventricular lead developed high thresholds over a year ago. No adverse effects or complication were noted due to lead dislodgement. Programming changes were made before lead replacement procedure. The patient tolerated the replacement procedure fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead became dislodged. The lead was capped and replaced on (B)(6) 2018. No further information was reported.